Event description:
The hospital reported that during a coronary artery bypass procedure, when the heartstring seal was deployed into the aorta, the deployment tube separated from the hub and staff needed to retrieve the tube from the chest. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital.

Manufacturer narrative:
The device has hot yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned, and the investigation completed.